Event description:
Customer reported the insulin pump had scratches on the display. Cracks on the reservoir and the bolus button sticks. Customer was unaware the scratches occurred. Customer stated she has to push the bolus button a few times before it works. Customer's current blood glucose was 105 mg/dl and does not recall what it was at time of events. Customer does not recall any significant event that may have caused the keypad issue. Customer was all ready receiving a replacement device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.